Manufacturer narrative:
Concomitant medical products: 8015;(4)8110; (5) spm tubing; 8100; pri tubing; bd 10ml syringe; bd 20ml syringe; bd 30ml syringe; therapy date unk. The customer¿s report that the device had channel disconnects only on the right side of the pcu was confirmed. Analysis of the pcu event log showed that a total of four channel disconnect alarms occurred on (B)(6) 2016 from 06:31 pm through 07:14 pm. The first three events involved channel c (sn (B)(4)) and channel d (sn (B)(4)) to the right of the pcu. The fourth event involved channel c (sn (B)(4), which was added to the right of the pcu after the other affected modules were removed). Channels a and b, both to the left of the pcu, were not affected. The affected infusions were restarted after each disconnect event and the system was powered off at 9:54 pm. Visual inspection of the received devices (syringe module sn (B)(4) and the pcu) showed all iui connectors had corrosion and/or contamination on the iui connectors. Functional testing was unable to replicate a channel disconnect alarm. The proximate cause of the reported event was determined to be a channel disconnect error, likely due to corroded and damaged iuis on the pcu right (male) iui connector. The root cause of the corrosion and contamination was not determined.

Event description:
The customer reported that the clinician was at the beside of an ICU patient when the device alarmed, and the two channels to the right of the pcu "blinked red and said they were disconnected" and shut off completely. The pcu and the two channels to the left of the pcu continued working normally. This event occurred during shift change report; when the event occurred the off-going nurse commented that it had also happened during her shift, however no details are available about any prior event. The customer states that there was no effect on the patient from this event.